Event description:
It was reported that an 80lb woman "squeezed between the railings and fell." Reportedly, the pt passed away. Allegedly, the bed did not alarm.

Manufacturer narrative:
The hospital refused our request to examine the bed. Reportedly, they have placed the bed back into service.